Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva meter while using two different lot numbers of test strips within 10 minutes: 75 mg/dl (system #1) and 149 mg/dl (system 2). No adverse event reported. Requested return of the alleged device for evaluation.